Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging was received for analysis. Product code sxpp1b453. Additionally, one photo was provided, and it showed one foil packet that pertains to product code sxpp1b453. During the initial inspection of the sample, no breakage suture was observed. Even though the extreme was noted to be cut, these were likely caused by a surgical instrument. Furthermore, body fluids were noted along the length of the suture piece. The other section of the suture was not returned for analysis. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1b453 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As per the condition of the returned sample, the functional test could not be performed. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2025 and a barbed suture was used. During the procedure, the suture broke when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided. ¿